Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 04.003.252, lot: l551590. Manufacturing location: mezzovico, release to warehouse date: sep 11, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The expert lfn ø9 r cann l360 tan (p/n 04.003.252 lot l551590) was received with the distal end bent with visible stress marks. Additionally, the shaft is bent in other directions as well. No other issues were identified with the returned components of the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A definitive root cause could not be determined based on the provided information. It is possible that off-axis force (leverage) has contributed to the device bending. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.003.252 , lot: 551590 . Incomplete lot number provided, it is assumed that the correct lot is l551590, therefore the mre has been performed for this lot: part: 04.003.252 , lot: l551590 , manufacturing site: mezzovico, release to warehouse date: 11. Sep. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a fracture of the left femur diaphysis surgery using the lateral femoral nail synthes equipment on (B)(6) 2019. During the surgery, the expert lateral femoral nail was deformed while the doctor was inserting the nail on the patient. The patient was affected due to the nail deformation. The femur of the patient was opened complicating the surgery. There was a two (2) hours of surgical delay. The patient status was good. This report is for one (1) 9mm ti lateral entry femoral recon nail-ex/360mm/rt. This is report 1 of 1 for complaint (B)(4).